Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon interrogation, the right ventricular lead was sensing noise that led to a ventricular fibrillation diagnosis. The patient received inappropriate shock from this event. The lead was replaced. The patient was fine post procedure.